Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma and oozing at the access site and hemolysis. A mattress suture was applied to obtain homeostasis, and heparin was withheld. Purge system alarms were present. The pump was found to be positioned deep so it was repositioned and the patient was given additional volume.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, optical signal issue, and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the root cause of the access site bleeding was most likely a use related issue per clinical details noting that mattress sutures were applied after oozing was observed. Hemolysis: data logs were reviewed and no persistent suction or positioning alarms noted during reported hemolysis. Repeated "placement signal low" alarms noted at time of hemolysis. Pump was not repositioned unit the following morning. No clinical details noted if hemolysis resolved after repositioning. The root cause of the hemolysis could not be definitively determined as limited clinical details were provided and no product was returned for evaluation. Optical signal issue: data logs show that a slight decrease in signal not reliable (snr) and contrast at time of "placement signal low" alarms occurring. No hard failures of the optical sensor are observed in returned data logs. Clinical details noted that persistent "placement signal low" alarms triggered overnight. Note that pump position was deep on imaging and not repositioned until am. The root cause of the optical signal issue could not be definitively determined as no product was returned for evaluation. Positioning issues: clinical details noted that pump was deep and contacting mitral apparatus. No additional details provided on when pump came out of position. The root cause of the positioning issue could not be definitively determined as limited clinical details were provided as to when the pump came out of position. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30027. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30027.